Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional event information. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have smooth and non-striated surfaces, indicating stress was exerted. A small group of striations was noted on the exhaust tube of cylinder 2, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was noted that all tubes of the pump were bent downward for a period of time while in-vivo. This positioning may have contributed to excess stress to result in the separation noted in the serialized exhaust tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated this inflatable penile prosthesis was implanted in 2007.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, broken tubing.